Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 189584 on 3/11/2019, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, lot # 189584. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced right sided deflation post procedure. A size difference and right sided tingling sensation were noted. The patient had an explant surgery planned but has since cancelled it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.